Event description:
When the product was taken out of the shipping box, it was noted that the inner sterile pouch had a cut in it. The account was worried that the sterility of the product had been compromised. The product was not used clinically. The product and packaging have been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will submitted within 30 days of receipt.